Event description:
Reporter experienced the er1 message starting in the beginning of june of this year. Reporter appeared to be using the correct technique. Reporter received a blood glucose result in the 200's (mg/dl) while the color chart reflected a blood glucose result in the 300's (mg/dl). On a routine dr visit she mentioned the higher blood glucose readings and the dr increased her medication. Medication was lowered in 4-5 days after lab tests came back improved. Reporter did not experience any blood glucose symptoms during this time. Reporter had stopped using the surestep meter and was using a neighbor's meter, a precision g.